Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned device was attached to an encore inflation unit and subjected to positive pressure; a pinhole was identified in the balloon material located approximately at the distal edge of the distal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2017. It was reported that balloon leak occurred. A 0-40, 80mm wanda¿ balloon catheter was selected for use to dilate the lesion. However, upon unpacking, the balloon was found leaking and it was unable to use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.